Event description:
The event is reported as: complaint description: "the clip applier failed to lock the clip completely. This problem was found when the device was checked prior to use in the procedure. No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.